Event description:
It was reported that the patient had experienced elevated blood glucose levels as high as 430 mg/dl during the past two weeks. The patient found the insulin cartridge to be wet with insulin. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The actual device has not been returned.